Event description:
Dialysis machine removed too much fluid due to broken spring in uf pump module. Pt transferred to backup machine. No other problems encountered after pump repair. No other medical intervention required.